Manufacturer narrative:
Results: the pod4 pusher assembly was kinked approximately 67.0, 71.0, and 73.0 cm from the proximal end and was also fractured approximately 73.0 cm from the proximal end. The embolization coil was detached. The pet lock was intact on the proximal end of the pusher assembly. The distance between the mid-joint and friction lock measures approximately 55.0 cm. The pet lock was broken by the penumbra investigator during the investigation and the pod4 pusher assembly was fractured. Therefore, the pod4 could not be functionally tested. Conclusions: evaluation of the returned pod4 revealed a fractured pusher assembly and a detached embolization coil. The fracture is likely a result of advancing the embolization coil against resistance. If the pusher assembly fractures it may allow the pull wire to retract from the distal detachment tip (ddt) effectively detaching the embolization coil. Further evaluation revealed kinks near the pusher assembly fracture. These kinks were likely a result of the advancing the embolization coil against the same resistance as previously mentioned. The non-penumbra catheter mentioned in the complaint was not returned for evaluation and, therefore, the root cause of the difficulty advancing could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod4's. During the procedure, the physician was unable to advance the pod4 out of its introducer sheath and into the non-penumbra microcatheter. Therefore, the pod4 was removed and the procedure was completed using a new pod4 and the same microcatheter. There was no report of an adverse effect to the patient.